Event description:
A malfunction alarm on the tandem mobi cartridge was reported during the load process. There was no adverse impact to the customer¿s blood glucose level, and the value did not exceed 500 mg/dl. Customer continued to use the pump for insulin therapy.